Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. The assignable cause could not be determined. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) reported to baxter that their tubing was leaking. The hp was not connected at the time. The care giver (cg) stated renal nurse (rn) set machine up and left. The cg stated the connection to bags was leaking. Technical service representative (tsr) advised the hp will need to start over with all new supplies. The cg understood and will call rn to come back out and set up machine again. No clinical consequences for the